Manufacturer narrative:
Coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the implanted neurostimulator wasn't charging again and kept displaying 'm03' message. Patient said the issue started a couple days ago, but was getting worse. Agent asked, patient confirmed the recharger was not getting hot to the touch, but the paddle always did get warm. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient reinserted the battery and confirmed the green light on the controller was flashing. Patient mentioned they had done this before too - resetting the controller. Patient started a charging session of the implant and was able to start charging with excellent charging quality. Patient said the message usually took a couple minutes to come up. Agent put caller on hold for over 5 minutes, and the message never came back up for the patient. The troubleshooting steps that were taken on the call resolved the issue. Agent advised patient monitor the issue and call back if it persists. Patient reported they had their paddle replaced in the past; see case history. Additional information received from the patient. Patient called back stating they still kept getting m03 wen recharging the implanted neurostimulator and it took forever. Agent sent to repair for recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of the recharger, model [97755], s/n (B)(6), revealed. Product analysis found:poor recharge quality message and no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.